Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The manufacturer representative (rep) reported the healthcare professional (hcp) has been advised by tech services on steps to take to help resolve this issue. However, hcp has not heard back from the patient regarding whether the issue has been resolved and as such, neither have rep. Advice has been given and patient was advise to contact back if further assistance was needed.

Manufacturer narrative:
G2: country united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had a sacral nerve stimulator and a pain stimulator. Patient was having issues with setting off some security alarms in shops and is having to produce their registration card to prove they were not stealing. Also, in the gym if they turn lights on with a remote this was giving them a temp shock. Healthcare professional (hcp) inquired if patient was able to wear a heart monitor for exercise purposes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported the cause of the shocking is a remote to turn lights on in the gym, that happened once, but after that started to affect security alarms in certain shops. The cause of the alarms going off was due to the security alarms in shops, not every day, if it didn't set off alarm patient would feel a spasm. Further actions taken involved patient trying to avoid certain shops and lowered stim initially, and asked for advice. The issue was not resolved, it happens twice per week and patient avoids sainsburys. Even though patient feels that it does not happen as much they wanted some advice on how to manage issues. Patient¿s indication for use was detrusor failure/retention of urine. [See related scs pe (B)(4).